Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent right hip revision approximately ten years post-implantation due to unknown reasons. The modular head was revised and a poly bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated. Upon visual inspection there is wear on the outside radius. There is a nick on the flat of the head. Black material on the taper can be seen. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel reported the patient was revised due to allegations of physical injury, body impairment, pain, metal toxicity and lack of mobility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was determined to be confirmed due to the medical records received. Device history record (DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately ten years post-implantation due to adverse local tissue reaction, elevated metal ion levels, and squeaking of the hip. Revision operative notes noted metal stained tissue. Components were noted to be well fixed. The head was revised. Attempts have been made and additional information on the reported event is unavailable.